Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in fine atrial fibrillation (af) which was being undersensed by the atrial lead. The health care provider was going to adjust the sensitivity on the implantable pulse generator (ipg). The lead remains in use. No patient complications were reported as a result of this event.